Event description:
A malfunction on the pump was reported by the caller. The caller indicated that their blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to contact support if any further issues arise.